Event description:
Patient reported, a right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a right-side rupture. The device has been explanted.

Event description:
Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a right side rupture. Healthcare professional reported rupture confirmed via MRI. Device remains implanted.